Event description:
It was reported that lead integrity alert (lia) was triggered due to oversensing noise on the right ventricular (rv) lead. The lead was capped and replaced. After the fellow used electrocautery near lead pin during replacement of rv lead, the right atrial (ra) lead exhibited low sensing and high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6944-58 implantable tachy lead implanted: 2011 (B)(6). (B)(4)